Event description:
Revision surgery occurred to exchange poly inserts for pt with a total knee implant.

Manufacturer narrative:
Revision surgery occurred to exchange poly inserts for pt with a total knee implant. Review of the device history record indicates that te device was manufactured to specification.